Event description:
It was reported that upon interrogation at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. The physician subsequently surgically explanted and replaced the pacemaker to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.